Event description:
Caller reported compact plus system blood glucose results of 250 mg/dl and 50 mg/dl within 10 minutes. Customer successfully self-treated symptoms of hypoglycemia with orange juice. Customer states they think the first reading was high because she had just handled some fruit without washing her hands before testing. No adverse event was reported. Strips not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.